Event description:
The customer reported getting an error 10003 upon power up with the data card inserted.

Manufacturer narrative:
The customer reported getting an error 10003 upon power up with the data card inserted. The error 10003 can cause the unit to freeze preventing the delivery of therapy. This issue is consistent with an incompatable formatting of the external data card. A replacement data card was recommended per service bulletin. We will consider this failure a malfunction of the data card.